Event description:
Per the clinic, the patient experienced a performance decrement and no benefit with the device leading to device non-use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.